Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report motor error alarms. The customer called back and stated he was hospitalized for low blood glucose levels. The customer stated he got another motor error alarm prior to being hospitalized. Troubleshooting revealed several motor errors and alarms.